Manufacturer narrative:
The reported complaint that the driveshaft of the autopulse platform (sn (B)(6) ) was found sticking in place and would not move was confirmed during visual inspection. The root cause of the reported complaint was the sticky driveshaft clutch area, usually caused by sharp edges from all 12-hex edges of the armature plate or burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The clutch plate was deburred to remedy the problem. The archive data review indicated several user advisory (ua) 45 (not at "home" position after power-on/restart) messages around the reported event date. The autopulse platform failed functional testing due to ua45 displayed upon powering on. Ua45 message is related to the customer-reported complaint because the autopulse platform triggers ua45 when the driveshaft is not at its home position. The ua45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the sticky driveshaft clutch interrupted the user from rotating it to its home position. The clutch plate was deburred, and the driveshaft was rotated to its home position using the administrative menu to remedy the problem. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with sn (B)(6).

Event description:
After a patient event, the driveshaft of the autopulse platform (sn (B)(6) ) was found sticking in place and would not move. No patient involvement.